Manufacturer narrative:
E.1 first and last name are unknown of the physician. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that a placement signal alarm appeared during impella 5.5 support. The device had been in use for more than thirty days at the time of the alarm. Positioning was verified to be correct at the time of the alarm. The pump was replaced the following day in response to the noted issue. There was no patient harm.

Manufacturer narrative:
G3 ¿date received by manufacturer¿ corrected.

Manufacturer narrative:
The investigation of optical signal issue has been completed. The returned pump showed biomaterial on the outflow cage and around the impellor blades. No catheter kinks noted. The pump passed laser continuity test. Uson testing showed placement signal out of range when less than 150mmhg exterior pressure was applied. From 150-300mmhg exterior pressure applied, the pump showed approximately 150mmhg less than it was actually experiencing. The log review showed abnormal offset being applied to the pump however the g0 offset was accurate and matched its factory g0. The cause of the optical signal issue was not determined due to lack of clinical information and inconclusive data log review and product investigation. D.9 device returned to manufacturer date added. E.1 first and last name were added.

Manufacturer narrative:
D6b "if explanted, give date" corrected.